Event description:
Customer reported that a patient presented with a dehiscence of the fascia five days following initial abdominal surgery. The patient was returned for repair. Surgeon reports the suture broke.

Manufacturer narrative:
Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. The actual device associated with this event is not known. Customer reports the following possible products: lot: zcm535, mfg date 03/01/2007, exp. Date 01/31/2012; lot: zez416, mfg date 05/29/2007, exp. Date 01/31/2012.